Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude and high pacing thresholds. It was noted that the patient was in medication. Additional information indicated that an x-ray visualization showed no slack in the lead, however, the suture sleeves were dislodged and went back inside the device pocket which could be due to previous implanter technique. This rv lead was surgically abandoned. No additional adverse patient effects were reported.